Event description:
A pt who had undergone an essure micro-insert placement procedure on (B)(6) 2009 recently presented to her physician with a pain. An hsg procedure and a CT scan were performed on the pt and it was observed that 1 micro-insert had perforated the uterus and was located in the peritoneal cavity; the physician removed the micro-insert. The physician reported that the pt is no longer experiencing symptoms. The physician does not believe the pt's pain was related to essure micro-inserts but she is not certain.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.